Event description:
It was reported that the patient presented to the emergency department with dizziness. A transmission report noted the right atrial (ra) lead with intermittent undersensing and random pacing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2001; 419478 lead, implanted: (B)(6) 2007. (B)(4).